Manufacturer narrative:
Date sent to the FDA: 10/15/2020 corrected h-6 method codes: 10, 3331 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B(4). Analysis summary: it was received for analysis an opened sample of product code w9923, lot af1459. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected. The suture could not be dispensed since has begun with the degradation process and this is the cause that breakage suture. The time of exposure of suture to the environment could not be determined and the functional test cannot be performed. Also, the foil was examined and showed multiples wrinkles and holes on foil package due to excessive manipulation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that when preparing for perineal lateral incision repair surgery on (B)(6) 2020, the suture broke easily. The procedure was completed using a like device, and there were no adverse patient consequences reported.